Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was most likely due to device programming.

Event description:
It was reported that there were inappropriate shocks and inappropriate anti-tachycardia pacing (atp) therapies delivered for supraventricular tachycardia episodes (svts). The shocks delivered terminated the arrhythmias and the patient experienced no adverse consequences. Technical support was contacted to review the episodes and they advised that the device was behaving according to its programmed settings. The patient was administered medication for treatment of the svts and will continue to be monitored.